Event description:
The customer returned the camera head to the service center for a separate issue. During the device analysis, the technical assistance indicated moisture inside charged coupled device lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The event date is unknown and will be provided if received a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.